Event description:
It was reported that pump insulin gauge was not displaying correct amount of insulin in cartridge. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.